Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 14:38:10. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.